Event description:
Potential for injury associated with the bolts on a 6650 rollator not aligning to the seat correctly. This event could compromise the stability of the device and injury could occur.